Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and disconnected from the pump after a low glucose reading, with the lowest reported value of 55 mg/dl and glucose remaining outside 70¿180 mg/dl for a few hours; the user treated with oral carbohydrates including juice, glucose tablets, candy bars, and sugar added to juice, and reported feeling low. Symptoms included hypoglycemia with associated low sensations. Outcomes included self-treatment without professional medical intervention or hospitalization. Investigation included user counseling on ilet behavior during impending lows, noting that the system decreases and can suspend insulin when a low or downward trend is detected, and a plan to follow up for low events; device data were not reviewed at the time of the call. Investigation of this case revealed no device alarms or alerts reported and no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause while the user was disconnected from the pump during part of the episode. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.